Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that the clinic brought the patient and performed induction testing to evaluate lead integrity. Induction testing revealed a shock impedance measurement of 35 ohms. Since the value was in-range, the physician opted to continue monitoring the patient and no changes were made to the system. No additional adverse patient effects have been reported.

Event description:
Boston scientific received information that an alert for a low shocking impedance measurement was received through the latitude home monitoring system. Upon follow-up, the clinician also observed that noise was recorded in place of one daily measurement; all other recent shock impedance measurements were normal.. Boston scientific technical services discussed options with the clinic and at this time it is unclear if the patient will be brought in for further testing. No adverse patient effects were reported.